Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer reported that insulin pump was rewinding and the pump error reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count error boundaries exceeded after movement or the main arm cannot communicate with the motor arm error or hal software error detected error or the motor processor did not report the coasting as finished in reasonable time alarms noted during testing. However, the main arm cannot communicate with the motor arm error or hal software error detected error alarm found in the device history file due to software error.